Event description:
The customer contact reported that the pt received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of cisplatin, for a duration of 4 hours, and the delivery was started. No further programming parameters were provided. It was reported at 1 1/2 hours after the delivery was started, it was reported the nurse was called to the patient's room for an unspecified alarm condition. At that time, the nurse noted that the medication container was empty. The device was removed from clinical service. The customer contact reported the patient was given unspecified hydration. No specific details were provided. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. This report represents all the info known by the reporter upon query by hospira personnel.